Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pelvic pain: pain: pelvis") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016 to (B)(6) 2017, naproxen sodium (aleve), oxycodone hydrochloride (oxycontin) from (B)(6) 2016 to (B)(6) 2017 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), device expulsion ("left corner of uterus"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), pelvic congestion ("pelvic congestive syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: lower back pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, female sexual dysfunction, depression, device expulsion, urinary tract disorder, bladder disorder, pelvic congestion, dysmenorrhoea, back pain and fatigue had not resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, pelvic congestion, pelvic pain, urinary tract disorder and vulvovaginal pain to be related to essure. The reporter commented: after test was done she received no information regarding results. This lead her to assume everything was good. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: genital haemorrhage, fatigue." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: reporter information was added. This case concerns adult patient. Her demographic was added. Her concomitant medications were added. Per plaintiff fact sheet following events: device breakage, fatigue, and pain: lower back pain, dysmenorrhea (cramping), pelvic congestive syndrome, bladder or urinary problems or changes: unspecified, left corner of uterus, depression and apareunia (inability to have sexual intercourse) were added. She had not recovered from aforementioned events. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.